Manufacturer narrative:
The lot number for the malfunction was not provided. The device has been returned for evaluation; the evaluation identified material frayed. The investigation is confirmed for material frayed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 006036 feeding device allegedly experienced a defective component. This report was received from one source. Of this event, the device was used on the patient with no reported injury. The age, sex, and weight of the patient were not provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 006036 feeding device experienced a defective component. This report was received from one source. Of this event, the device was used on the patient with no reported injury. The age, sex, and weight of the patient were not provided. The 006036 feeding device was returned to the manufacturer. The device is pending investigation.